Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed that the device was unable to sustain a pacing output without a programming head placed over it. Further analysis was conducted including long term monitoring of the device at room temperature and at simulated body temperature. That testing did not display any abnormal behavior. Since the reported condition of oversensing and loss of output could not be reproduced again, a root cause could not be determined.

Event description:
Asku